Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus. The physician attempted to place the capsule by pressing the plunger, and when the physician went to rotate the plunger, the handle came apart. The capsule was not in patient's body when it failed to attach. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.